Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners. Missing address/serial number label and missing end cap sticker.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that insulin pump was scrap. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.